Event description:
During follow-up, the device could no longer be interrogated. Technical support was contacted and suggested explanting and replacing the device. Before explant, the device was able to be interrogated with normal settings. The physician still wanted to explant and replace the device. The patient is in stable condition.

Manufacturer narrative:
Upon review, this product should not have been submitted as a medical device report (MDR) as the device is an ide product, and are reported through alternative reporting requirements per FDA regulation cfr 803.19 and do not require MDR reporting.